Event description:
The patient experienced a loss of stimulation sensation after walking through a security gate. There was no trauma or fall associated with the event. Impedances were greater than 3600 ohms on electrodes 8-11 and 13-15. The implantable neurostimulator was reprogrammed by the field representative. The patient was getting good coverage and was happy with the stimulation. An x-ray was scheduled. The device may be revised. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.